Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment starts with difficulty. Part analysis for defective part found to be s62 - unit locks-up/freezes. Fse restarted the system and replaced the host pc. After restarting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.